Event description:
It was reported by service report that there was no electrical power to the bed due to power cord was not tight inside the power inlet.

Manufacturer narrative:
Conclusion: this issue was resolved for the customer by reconnecting the power cord at the power inlet and verifying the bed was operating per specification and as intended.